Event description:
The customer reported to olympus, no image on the evis exera iii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been received to date. Olympus fse (field service engineer) called the olympus technical assistance center (tac) support to troubleshoot. The fse reported when the dvi (digital visual interface) video signal passed through the scale or to sdi (serial digital interface) there was no video present. When the scale or is bypassed a video image is present. The fse verified the cabling, inputs and outputs by rerouting cabling and the issue has been isolated to the scale or. Additionally, the fse was having issues with the pip (picture in picture) function on the processor. The pip images are overlaying and repeating. The fse backed up the system/user setting on the processor to a thumb drive and perform a reset on the processor and reload the system/user settings and re-attempt. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
Additional information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of no image displayed could not be identified. However, likely the cause is related to a faulty scale or. Olympus will continue to monitor field performance for this device.